Event description:
It was reported that the atrial lead exhibited loss of capture. It was also noted that impedance measurements have ranged from 180 ohms to 900 ohms since implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.